Event description:
It was reported that a revision procedure to extend an existing construct was performed on may 25, 2023. During the procedure, while attempting to remove a set screw using a regular t-handle, the tip of the lock-screw torque driver (39-rd-0060) broke. The tip was removed by hand and the procedure was completed utilizing the second driver readily available in the set. There was no patient injury or delay to the procedure.

Manufacturer narrative:
H3 other - evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be submitted.

Manufacturer narrative:
H3 device evaluation - the driver's tip is fractured with the fracture plane approximately at a 45 degree angle relative to the driver's longitudinal axis. This type of fracture is indicative of combination loading. It is believed that torsional loading in combination of bending moments resulted in the observed failure. It can not be ascertained if prior loading conditions resulted in initial crack formation which culminated in the failure during this procedure. Review of device history records found ten (10) pieces of lot 33763mm released for distribution on 6/7/2016 with no deviation or anomalies. Two-year complaint history review did not reveal a trend for reports of this nature for this part number. No corrective actions are being recommended at this time.

Event description:
It was reported that a revision procedure to extend and existing construct was performed on (B)(6) 2023. During the procedure, while attempting to remove a set screw using a regular t-handle, the tip of the lock-screw torque driver (39-rd-0060) broke. The tip was removed by hand and the procedure was completed utilizing the second driver readily available in the set. There was no patient injury or delay to the procedure.